Event description:
It was reported that the patient with implantable pacemaker experienced infection, bleeding, hematoma and fluid. The device was explanted. No additional adverse patient effects were reported.